Manufacturer narrative:
Philips has investigated this problem. According to the additional information collected, diagnostic procedure was performed by the customer and completed as planned as the system was not completely down for performing the procedure. Philips field service engineer (fse) inspected the system onsite and confirmed that the system had power errors at the startup. Review of the system log file showed that there was an issue with 24v power supply in the b cabinet. To resolve this issue, fse replaced the 24v/12v/5v power supply dcps in the b cabinet. The defective dcps (direct current power supply) was returned to philips for analysis and found that 24v outlets was not supplying the full 24v. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system had power errors at the startup. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.